Event description:
It was reported that a spectrum pump displayed constant upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "constant upstream occlusion" was reproduced. A review of the event history log (ehl) revealed occurrences of upstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification and the tape is peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.